Event description:
Patient at home with ventilator used only during sleep, complained of unit alarming "vent inop" error code e05. Homecare company supplied patient with back-up ventilator, removed malfunctioning vent. No patient injury reported by homecare company.